Manufacturer narrative:
Investigation summary: "material #: 364390 lot/batch #: 1271986 bd had not received samples or photos for evaluation. Retention samples could not be tested due to the lot expiring on september 30th, 2023. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd preset¿ eclipse¿ syringe, there was insufficient blood flow to collect a sample. The device was replaced, and the sample was able to be collected. No impact was reported.